Event description:
A customer reported quality control (qc) was out of range following a column change on the hlc-723 g8 analyzer. The customer confirmed the column and buffers are the same lot "t". The customer stated the priming samples, calibration, qc, and calibration verification all passed within acceptable range prior to running patient samples. After running patient samples, the customer identified patient results were running higher than usual which prompted a re-run of qc. The qc results were high out of range and would not come back into acceptable range. The customer confirmed some results were reported out, however, there was no confirmation by the customer of any patient impact due to the discrepant patient results. Technical support specialist (tss) suggested a column replacement.

Manufacturer narrative:
A technical support specialist (tss) sent a new column replacement to the customer. The customer received the replacement column and replaced the column which resolved the reported issue. The customer validated the analyzer by running quality control (qc) with results within acceptable range. The hlc-723 g8 analyzer is operating as expected. No further action required from technical support. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no other similar complaints found during the searched period. The g8 variant analysis mode operations manual under chapter 6: troubleshooting states the following: abnormal chromatograms although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. A normal chromatogram is shown below in figure 6-2. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Mathematical algorithms used in the software exclude hemoglobin variant peaks when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Variant hemoglobins hbs (hv-1 peak), hbd (hv-0 peak) and hbc (hv-2) elute after the a0 peak. The hbe (phv3 peak) appears between sa1c and hba0.the sa1c% is reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. Glycemic monitoring for patients displaying any homozygous hemoglobin other than hbaa such as hbss, hbcc or the double heterozygous hbsc, cannot be performed using sa1c because there is no hba present. Alternative testing is mandatory for these types of patients. Remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. The instructions for use tskgel g8 variant hsi section 14. Evaluation of results states the following: quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, tosoh controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7 % hba1c) with the second in the range of 9-12 % hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. The most probable cause of the reported event could not be established.